Event description:
It was reported that when a patient presented for a follow-up, episodes of vt caused by svt were observed. The physician elected to take no action. The patient was in good condition afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.